Event description:
Per journal article: single incision laparoscopic totally preperitoneal hernioplasty (sil-tpp) for bilateral inguinal hernia repair: initial experience. The article aims to introduce and assess the safety and feasibility of single incision laparoscopic totally preperitoneal hernioplasty (sil-tpp) for bilateral inguinal hernia repair. 42 sil-tpp procedures (38 males and 4 females) for bilateral inguinal hernia repair were conducted from june 2018 to july 2022 at the first affiliated hospital of ningbo university. All the operations were performed by a single surgeon who was experienced in sil-tep. Patients were implanted with 3d max light mesh and one patient had intestinal obstruction after the operation, that resolved spontaneously without treatment. There were no cases of recurrence during follow-up. The article concludes that the sil-tpp is a safe and feasible procedure for treating bilateral inguinal hernias. The sil-tpp procedure requires distinct skills and has specific advantages in treating bilateral hernias. Hence, sil-tpp is a feasible and less time-consuming procedure for bilateral inguinal hernia. Note: there is no information provided in the article indicating that the device caused or contributed to the postoperative patient complication(s). However, as a postoperative complication did present and may require medical/surgical intervention we are reporting this as a serious injury MDR.

Manufacturer narrative:
Based on the contents of the article, no conclusions can be made. The information provided in the article indicates that one patient experienced post operative complications of obstruction and cured without any treatment. The information obtained is limited to the content of the article. The article does not report any specific device malfunction or post-op complications were caused or contributed to the use of the 3dmax light mesh. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Note, the date of event (01-jun-2018) is considered to be a best estimate. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.